Event description:
This (B)(6) female presented for extraction of a dual-coil mdt sprint fidelis (6949) lead. The lead was prepared for extraction by attempting to retract the helix, this was unsuccessful. A spectranetics lead locking device was inserted into the mdt (6949) lead. A 14fr. Glidelight was used for the procedure. The patient experienced hemodynamic changes when the laser reached the ra. A spectranetics bridge balloon was placed on the back table and threaded up the femoral wire that was placed pre-operatively. Once advanced into the svc, the bridge guidewire was inadvertently removed, which may cause instability of the balloon. The balloon was inflated and under fluoroscopy, conformed to the svc, however patient status remained unchanged. CPR was begun as the cardiac surgeon arrived. The injury was described as a tear of the svc. During the intervention, the mdt 6949 lead was cut and remains in the patient. The patient did not survive the procedure. The report is being made against the glidelight laser sheath as a potential mechanism of injury. Additional reports for this case; lead locking device: 1721279-2016-00171 and bridge occlusion balloon: 1721279-2016-00173.

Manufacturer narrative:
Updated to include device and patient codes.